Event description:
It was reported the ipg has not been functioning for two weeks. The patient reports she has been recharging the system, however; it is unknown when the last time the ipg was recharged. The patient is requesting to have the system explanted. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.